Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart xl defibrillator had error code 20003 in the sys log along with a sys failure - cycle power message. There was no pt involvement.